Event description:
It was reported that during implant of a crt-d device system with a 6947 and 5554 lead, an lv (left ventricular) lead could not be implanted, so the physician opted for a dual chamber ICD. After the implant, the patient's blood pressure dropped and an echocardiogram determined there was cardiac bleeding. 800 ml of blood was removed from patient's chest, but the patient died the day after implant procedure. There is no allegation from a health care professional that the death was device related. It was later reported there was no suspicion about the device system, "which was working fine." The cause of death was reported to be worsening heart failure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.